Manufacturer narrative:
The user reported hyperglycemia resulting in emergency department evaluation while using the ilet. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed glucose levels rising above 400 mg/dl approximately two hours after a usual meal, followed by the device being powered off with no further data available. Without confirmation from the user regarding treatment, clinical course, or the condition of the infusion site, the cause of the event could not be established. Based on available information, a possible infusion site¿related issue cannot be excluded; however, no device malfunction was confirmed. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 11-feb-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 401 mg/dl following initiation of a replacement pump and a possible infusion site issue. The user presented to the emergency department for evaluation; treatment details and outcome could not be confirmed. No long-term health effects were reported.